Event description:
Boston scientific received information that during a device explant procedure for normal elective replacement indicator (eri), this device header was separated from the can. There was no report that excessive force was used. Additionally, there were no device allegations while the device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in (B)(4) laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.